Event description:
It was reported that right atrial lead was erroneously implanted across patent foramen ovale (pfo) into the left atrium. Patient didn't experience any symptom or adverse event due to incorrect placement of the lead. Lead was explanted and a new lead was implanted in the right atrium. Patient was stable.

Manufacturer narrative:
A partial distal portion of the lead was returned in one piece measuring 44.1 cm. The portion of the lead that was returned was tested and no anomalies were found.